Manufacturer narrative:
Correction: lot number corrected since initial. Expiration, manufacture date, and UDI number all updated to reflect the correction. Investigation results: received two photos of an 18ga x 1.16in. Insyte autoguard bc unit. The lot#: 2230701 provided in the entry description is not a valid lot number for the material#: 382544. From the provided photos, the lot number is 3198978. The photos only show the labeling of the package of the device, no evidence of the unit or any defects of the unit are displayed from the provided photos. The complaint could not be confirmed. Complaints received for this product and condition will continue to be tracked and trended. The DHR for lot 3198978 has been reviewed. No related quality issues or process deviations were found. Investigation conclusion(s): the complaint of ¿needle retraction failure¿ was not confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect.

Event description:
No additional information

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E4. The initial reporter also notified the FDA on 19/01/2024. Medwatch report is 3600840000-2024-8008 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd insyte autog bc grn 18ga x 1.16in needle would not retract. The following information was provided via medwatch: "IV insertion, angiocath inserted, button for retracting the needle would not work. The needle would not retract. No known harm to patient. IV not saved, but packaging was."